Event description:
On 05/11/2009 the patient's daughter reported that in 2009, the patient woke up with an elevated blood glucose reading of between 500-600 mg/dl, she said takes care of the patient's insulin infusion device therapy and she bolused insulin for him 8 times throughout the day and his readings only decreased to 498 mg/dl. Symptoms were lethargy, vomiting, and headache. She took the patient to the hospital where he was admitted and placed on an IV insulin drip. His blood glucose reduced to the 100-200 mg/dl range for most of his hospital stay. The daughter stated she thinks he was admitted because of issues with his heart. The patient went back on his infusion device 4 days later, and was discharged the next day. He is currently doing well. She stated she changes the patient's headset every 4-5 days and she was advised to change it every 3 days. Troubleshooting did not find any product issues. A courtesy guide to infusion site management was sent. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.